Event description:
It was discovered in a review of a patient's medical records that five days after the patient had a ventriculo-peritoneal shunt implanted to treat his hydrocephalus, pale yellow fluid was noticed to be leaking from their surgical site. A post-op CT showed a build up of csf by the site. A neurosurgical consult was called and the shunt was tapped and the surgical site oversewn on (B)(6) 2007. The leakage then stopped until (B)(6) 2007 when the site was found to leak again. On (B)(6) 2007, the patient's csf was tested and found to have three species of staphylococcus. The vp shunt was then explanted and an external ventricular drain was placed. The patient's infection was treated with vancomycin. The patient ultimately recovered from his infection and received a new vp shunt on (B)(6) 2007.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.